Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered eight shocks as inappropriate therapy due to t-wave oversensing since it was implanted over the course of four years. The patient expressed concerns about the shocks been delivered when conducting specific activities such as driving or climbing stairs. This device remains in service. No additional adverse patient effects were reported.